Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting high out of range shock impedance measurements in the 120 ohm range and slightly elevated thresholds of 1.5v. Other than the surgical procedure, no additional adverse patient effects were reported.